Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: the reported event, of a universal battery charger s/n (B)(4) unable to power up was confirmed. The charger power supply pcb assembly (charger ps board) had electrically damaged component q1 on it. The damage was specific to the channel 1 feedback control circuitry (bias power). Also, the ac input circuit that common to all channels, was non-functional. The main fuse f1 was blown and electrically open. Replacing the power supply pcb and fuse f1 resolved the issue, and restored the device functionality. The device was repaired, tested, and returned to the customer site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 months, 11 days (calculated from the date when the universal battery charger was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient noted that the battery charger emitted a large spark when removing a battery. Following this event, the battery charger would not turn on or charge batteries. The facility provided the patient with a loaner battery charger and requested a replacement.